Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-03851. The patient received her scs system, including an ipg and a surgical lead on (B)(6) 2010. It was reported that the patient developed an infection of her ipg pocket site. As a result, the system was explanted on (B)(6) 2010. A culture was taken, but results are unknown at this time. The patient was treated with IV antibiotics. Follow up on the patient found that she has recovered from the infection and no further issues have been reported. The explanted devices were returned to the manufacturer for evaluation on (B)(6) 2010.

Manufacturer narrative:
Device evaluation was not performed as the cause of the reported complaint cannot be determined by product testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.